Event description:
It was reported by service report that the scale module popped out leaving an opening for fluid ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: scale module.